Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08710 inches. No delivery alarm or occlusion alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 413 mg/dl, 175 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the insulin pump was on auto mode. The customer stated that the insulin pump had insulin flow block. The insulin pump will not be returned for analysis.